Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a communication issue was unable to be confirmed. The patient cable (lot number: 11018011802) was returned for analysis and the patient cable was connected to a calibrated power module, system monitor, system controller, and mock loop for an extended amount of time. The cable was manipulated along its length and functioned as intended. The test system controller¿s event log file was able to be reviewed. No communication issues were observed between the system controller and the system monitor. No further testing was performed. Incidental findings: the outer jacket of the patient cable was removed, and the yellow wire of the black power cable was found severed. This wire is responsible for the alarm out signal. Additionally, green residue due to apparent fluid ingress was observed under the outer jacket of the cable. The device history records were unable to be reviewed due to the records being unavailable. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The power module IFU states that the product life of the 14v power module patient cable is one year from date of first use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while using the system monitor, clinicians found that the log file did not come up on history screen after extracting log files from the heartmate touch. Initially, another demo system monitor was used but the same issue occurred. There was no alarm associated with the event. No further issues were reported after changing the patient cable. There was no known patient.